Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited interrogation errors. The device was not used. No patient was involved.

Manufacturer narrative:
Customer complaint of interrogation error was confirmed. Device was returned due error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal. The cause of the reported event remain undetermined.